Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the physician had difficulty crossing the valve. Once the device was fixated, it was noted that the lp exhibited high capture threshold and low pacing impedance. The device was repositioned. When the physician attempted to release the device in the new spot, the device would not release. The device then dislodged from the tissue but was still attached to the tether. The physician struggled to redock the device but the device was eventually redocked and removed from the body. It was then noted that the helix was stretched. The lp was able to be released outside the body. The physician replaced and implanted a new device with no issues. The patient was stable.

Manufacturer narrative:
The reported event of capture, impedance problems and dislodgement were not confirmed. The reported event of stretched was confirmed. Visual inspection showed that the outer helix was not within specification which is consistent with occurring procedure related damage. Electrical features of the device were analyzed and found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.